Manufacturer narrative:
Device evaluation: the duette device of lot number unknown involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all duette devices are subject to visual a visual inspection and functional checks to ensure device integrity. It should be noted that the instructions for use (ifu0026-10) states the following: ¿potential complications associated with emr include, but are not limited to: retrosternal pain, nausea, laryngeal laceration, esophageal perforation, stricture formation, obstruction, haemorrhage.¿. There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause can be attributed to a procedural related effect as per the instructions for use (ifu0026-10) stricture formation is a known complication associated with the use of the device. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient required endoscopic dilation. No further adverse events were reported. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
(B)(4). The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Alzoubaidi et al 2019 ¿comparison of two multiband mucosectomy devices for endoscopic resection of barrett¿s esophagus-related neoplasia¿. The primary objectives of this study were to assess the efficacy (defined by successful resection of all the delineated areas in one single session) and safety of the two mbm devices (cook duette and boston captivator) in treatment of naïve patients with be neoplasia undergoing emr. After delineation,lesions were resected using one of the two mbm devices: duette or boston captivator. The study included 20 patients in each group (duette: 18m + 2f; mean age 74 years;). First follow-up endoscopy (3-months post emr) showed 1 (5%) stricture in both groups (p = ns) requiring one endoscopic dilatation.